Event description:
A report was received that the patient will undergo an explant. No additional information is available at this time.

Manufacturer narrative:
Additional information was received that the patient was explanted because the device was not helping her pain. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: enh st lead kit, model # sc-3138-25 serial # (B)(4), description: scs phiii extension 25cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant. No additional information is available at this time.